Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm replaced the coiled cable, upper panel assembly , the cart handle, and respective labels to correct the issue. Subsequently, the stm completed pm service and performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manager (stm), it was observe that there was damage to the coiled cable on the cardiosave intra-aortic balloon pump (iabp). In addition, the handle on the hospital cart was broken. It was later reported that further inspection revealed damage to the spring-loaded cover for the fiber optic connector. There was no patient involvement and no adverse event was reported.